Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during basal deliveries. An infusion set change was performed and additional occlusion alarms occurred. The customer's blood glucose (bg) level was over 300mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the current cartridge had been in use for 4-5 days. Tandem technical support advised the customer against using cartridges past 48 hours in order to stay within cartridge labeling. Reportedly, an infusion tubing change was performed to address the occlusion alarm.